Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pacing impedance, loss of capture (loc), oversensing of noisy signals, and no sensing. The boston scientific representative could not discern the noisy signals from the p-wave. It was noted that the patient was potentially experiencing an asystole. Technical services (ts) provided a potential cause and reprogramming options until a revision. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pacing impedance, loss of capture (loc), oversensing of noisy signals, and no sensing. The boston scientific representative could not discern the noisy signals from the p-wave. It was noted that the patient was potentially experiencing an asystole. Technical services (ts) provided a potential cause and reprogramming options until a revision. The lead remains in use. No adverse patient effects were reported. Additional information indicates that the lead was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates that the lead was fractured. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pacing impedance, loss of capture (loc), oversensing of noisy signals, and no sensing. The boston scientific representative could not discern the noisy signals from the p-wave. It was noted that the patient was potentially experiencing an asystole. Technical services (ts) provided a potential cause and reprogramming options until a revision. The lead remains in use. No adverse patient effects were reported. Additional information indicates that the lead was explanted and replaced. No additional adverse patient effects were reported.